Event description:
It was reported that this left ventricular (lv) lead was attempted due to product performance issue. There was no further information provided. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report is being field to correct the initial reported and the report source. Upon receipt at our post market quality assurance laboratory, detailed analysis showed that complete lead was returned. Visual inspection revealed no abnormalities. Lead resistances measured normal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to product performance issue. There was no further information provided. The lead was never in service. No adverse patient effects reported.